Event description:
It was reported that the atrial side of the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) : the external pulse generator was returned and analysis did not confirm the customer comment that the atrial side of the unit was not working. Analysis did find that the lower case, one bail cover, the battery drawer and the battery drawer o-ring were broken, that the battery drawer had tool marks, the ring was bent, the keyboard window scratched, the serial number label torn, the upper case broken and corroded and the lead flex cover contaminated.